Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4). No (B)(4) is associated with this CAPA number.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an inoperable stop key on the channel a pumphead module keypad. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an inoperable stop key on the channel a pumphead module (phm) keypad was found and confirmed by a baxter service technician. No assignable cause was provided during product evaluation. However, the channel a phm keypad was replaced to correct this condition.